Event description:
It was reported that the circulation pump of arctic sun device was defective and the preventive maintenance needs to be performed. Per follow up via ibc on 07may2021, the issue was found during patient use. Another machine was put into service and the therapy was continued without impact. A preventive maintenance was performed on that machine and the problem resolved.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No issues found during maintenance. No repairs were made regarding the reported issue. General maintenance was performed. Unit drained and refilled with cleaning solution. Filters on device cleaned. Hoses, fittings, power cord, seals checked. The pumps, fans and level sensor are checked to ensure they are working properly. The unit had no issues. T is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. It is unknown if the device was being used for treatment at the time of the reported event. The device was returned for evaluation. DHR review is not required as the reported issue was unconfirmed. Labeling review is not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the circulation pump of arctic sun device was defective and the preventive maintenance needs to be performed.